Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right internal carotid artery (ica), middle cerebral artery (mca) m1 segment. During the procedure after the first pass, embolization to a new territories anterior cerebral artery (aca) and ica m2 segment, occurred. Unspecified medical treatment was performed. Approximately 3 days later, the patient was discharged home. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, emboli is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right internal carotid artery (ica), middle cerebral artery (mca) m1 segment. During the procedure after the first pass, embolization to a new territories anterior cerebral artery (aca) and ica m2 segment, occurred. Unspecified medical treatment was performed. Approximately 3 days later, the patient was discharged home. No further information is available.